Manufacturer narrative:
Product event summary: the medial of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 694765 lead, implanted: (B)(6) 2008; d334trg crtd, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to sepsis in the setting of candida and enterobacter bacteremia. It was thought that the infection was secondary to a central line-associated bloodstream infection from the patient's dialysis catheter, but the candida persisted after switching lines. It was decided to explant the patient's cardiac resynchronization therapy defibrillator (crt-d) system. During the explant procedure, the helix on the patient's right atrial (ra) lead and a previously capped right ventricular (rv) lead were unable to be retracted. The system was eventually explanted and a temporary pacing lead was implanted. No further patient complications have been reported as a result of this event.